Manufacturer narrative:
The returned device analysis could not confirm the reported difficult gripper actuation issue as both grippers were able to lower and raise as intended without issue. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify a lot specific issue. Based on the information reviewed, a cause for the reported difficult gripper actuation could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional mitraclip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report gripper actuation issues. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted visualization was difficult due to a pre-existing flail. The first clip delivery system (xtw cds 01121u169)) was advancing down to the valve; however, the clip became caught in the chordae. After maneuvering the clip around, the clip was freed. The physician decided not to use the clip. The cds was removed with the clip attached. Then after the cds was removed, one gripper would not come down at all. It is unknown at this time if the gripper was able to come down during the procedure. The procedure continued with a new xtw cds (01121u171). During preparation, one gripper arm did not come fully down. The cds was not used in the patient and the procedure was successfully completed with an xt clip. One clip was implanted, reducing mr to 2+. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.